Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer allege that insulin pump was under delivering insulin. The customer stated that insulin pump gave low reading than blood glucose reader and customer's blood glucose at night was always high. The customer had high blood glucose level of 300 mg/dl and treated it with insulin pump and manual injection. Auto mode feature was not active. The insulin pump clip was almost broken. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.